Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vio integrated electrosurgical generator unit (iesu) for evaluation. A follow-up MDR will be submitted if the device is returned (post failure analysis evaluation) or if additional information is received. .

Event description:
On 05/21/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "during a robotic-assisted total laparoscopic hysterectomy (ratlh), the esu unit of the da vinci robot had and error code which prevented the surgeon from using the monopolar scissor endo wrist. Equipment help line called multiple times without resolution of the issue. Field representative expected to come to repair system per management."